Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the pump was empty. The hcp did not have access to the 8840 (physician programmer) and alarms were heard. The patient needed the alarm stopped because the sound was bothering her. The patient needed to have the pump removed. Technical services emailed physician listings as the patient would like the pump removed and needed a surgeon; a national answering service (nas) contact was provided to get in touch with the local manufacturer representative to potentially turn off the alarm. There were no reported symptoms. The event occurred "6 months ago." The patient did not have an hcp and relocated from (B)(6) to (B)(6). No further complications were reported.